Event description:
Reporter alleged the customer began having convulsions because of hypoglycemia and he couldn't test her using the aviva system. Reporter stated he then called the emt's and she was given a sugar solution before she was taken to the hospital. No other actions were reported taken or treatment received. A requested was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This metwatch report is for one of the possible suspect devices used. Reference medwatch report with a1 patientfor the other possible suspect device used.